Event description:
Physician deployed a catalyst iii, model 600-580cp without incident. Hemostasis was achieved, but when the device was clipped into place, blood started to drip from the end of the handle. The staff applied gauze to the device, and the bleeding stopped. The pt, who was on a reapro drip, was then transported to the second floor ICU. The device was left to dwell within the pt during the transport. It was reported by the hospital staff that the pt was moving around during the device dwell time. Before the device was de-deployed and removed, the pt started bleeding at the groin area, had very low blood pressure, and briefly lost consciousness. The device was removed, and the hospital staff reverted to manual compression. The pt's pressure came up and there were no further complications reported. The physician stated that he believed this was a pt issue and not a device failure.

Manufacturer narrative:
The device was unable to be investigated because it was discarded by the hospital at the time of the procedure. A complaint review was performed on this lot number, and there were no similar complaints. The device history record was reviewed and there were no nonconformances or deviations documented that could have contributed to this event. The physician reported that he believed the adverse event was a pt issue and not a device failure. No device malfunction was alleged by the hospital. It was reported by the hospital staff that the pt was moving around quite a bit while the device was dwelling within the artery and this may have caused the loss of hemostasis and subsequent bleeding.